Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. When the patient was trying to disconnect the transfer set from the patient line of the amia cassette, the dark blue part (female connector) of the transfer set "came off" and the patient was unable to disconnect. The patient used clamp scissors to disconnect. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. The transfer set was connected and disconnected using an in-lab patient connector with no issues. The reported condition of connection issue to female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.